Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A customer reported during refractive surgery, the system displayed an error message at 62% completion. The surgeon released the foot pedal to stop firing the laser, then pressed the foot pedal again. The system displayed the error message again. The system was turned off with the emergency button and restarted; however, it is unk if the procedure was completed. No pt harm or injury was reported. Add'l info has been requested.